Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high and outlier defibrillation impedance via merlin. Net. X-ray revealed no visible externalization. The lead was capped and replaced on (B)(6) 2020. The patient was discharged.

Event description:
Related manufacturer reference number: 2938836-2020-06575. It was reported that the right ventricular lead exhibited high and outlier defibrillation impedance via merlin.net. X-ray revealed no visible externalization. The lead was capped and replaced on (B)(6) 2020. The pacemaker was prophylactically explanted and replaced because the battery was nearing elective replacement indicator (eri). The patient was discharged.

Event description:
Related manufacturer reference number: 2938836-2020-06575. It was reported that the right ventricular lead exhibited high and outlier defibrillation impedance via merlin.net. X-ray revealed no visible externalization. The lead was capped and replaced on (B)(6) 2020. The implantable cardioverter-defibrillator was prophylactically explanted and replaced because the battery was nearing elective replacement indicator (eri). The patient was discharged.